Event description:
Revision surgery - the patient's stem came loose. The surgeon replaced the stem and head with another vendor's and removed the neck. The surgeon then replaced the liner and left in the existing shell.

Manufacturer narrative:
On (B)(6), 2012 it was reported that a revision surgery was performed after the stem came loose. The surgeon swapped out the head and stem with another brand product. The liner was replaced with a 932-40-256 and the shell was left in-vivo. The original surgery was performed in (B)(6) 2011, meaning the components had been in-vivo approximately one year and three months at the time of revision. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical and was kept by the hospital for review. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for the hip stem. There have been 12 product complaints against the femoral head. There have been 19 complaints against the metal-on-metal liner. This is the first complaint for this lot number. The root cause for the revision surgery is listed as a loose stem. The implant met all critical dimensions and specifications when released from djo surgical and there is no evidence that a design or manufacturing defect contributed to the complaint. Factors that can contribute to a loose stem include: disease, an under sized femoral component, patient trauma, excessive physical activity, and poor bone quality.